Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their right ventricular lead was removed because it was "defective and recalled." The patient expressed pain and suffering experienced. The lead was replaced. No patient complications have been reported as a result of this event.